Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2020. Customer was taken through emergency medical services and treated with glucagon. Customer also stated that hit her head and had hematoma. It was unknown that the auto mode feature was active at time of low blood glucose event. Customer was assisted with troubleshooting for low blood glucose level. Current blood glucose was 150 mg/dl. The insulin pump will not be returned for analysis.